Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stroke. Device issue: no device malfunction has been reported. It was reported via a trial that the initial procedure took place in 2008, to treat a de novo, mildly tortuous, and a 75% stenosed mild left anterior descending (lad) lesion. Direct stenting was performed using a 2.75 x 28 mm promus des. The result was 0% residual stenosis; however, prior to discharge, the pt experienced a cerebral vascular adverse event (stroke). The pt was discharged at about four days later. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - stroke, as noted in the xience v instruction for use is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It was reported that direct stenting was performed. It should be noted that the xience v IFU states: "pre-dilate the lesion with a ptca." In this case, it is likely that the hospitalization is a secondary effect of the stroke. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined.